Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 513 mg/dl, which was treated with a bolus. During troubleshooting, the customer confirmed that the cannula was bent. The customer stated that he would perform a set change and monitor the device. The insulin pump was not replaced or returned for analysis.